Event description:
Pt had 1-2 magnetic resonance imaging procedures performed at another hosp. The pt's infusion pump was not turned off for these procedures. Since that time, the pt has experienced increased pain, and residual pump volumes in excess of what is expected per pump telemetry. An x-ray was performed which showed a rotor stall. The device was explanted and returned to the MFR for analysis. The pt has had another infusion pump implanted it its place.

Manufacturer narrative:
H6 - preliminary device analysis reveals a motor stall. Final device analysis will be sent in follow-up report when completed. H6 11/30/1998 device analysis revealed that the motor compartment had been permeated by morphine tartrate which resulted in corrosion of the gear train resulting in motor stall and failure of the device.